Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014. Inratio: 2.0. Lab: 1.4. Time between draws: a couple of hours. Therapeutic range: 2-3. Pt self tester went to the ed for back pain.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time.